Manufacturer narrative:
H10: per additional information received, the reprocessing status is unknown due to the inability to confirm it. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: ·the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. ·the instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of "wire was cut" was confirmed. Due to a cut on angle wire, bending section cannot be bent in up direction. There were few additional findings. Due to wear of zoom lever, water tightness was lost, connecting tube had a scratch, plastic distal end cover had a scratch, plastic distal end cover had a dent, light guide lens had a crack, adhesive around light guide lens was peeled, objective lens had a scratch, adhesive around objective lens was peeled, universal cord had a scratch, universal cord had a wrinkle, switch 4 had wear, switch 3 had a scratch, connecting tube had a wrinkle, protector of universal cord on control section side had a scratch, mouthpiece was loose, paint on suction cylinder was peeled, forceps elevator lever was deformed, switch 1 had a cut, due to clogging of nozzle, water removal ability did not meet the standard value, adhesive on bending section cover had white clouded area, adhesive on bending section cover had a crack, adhesive on bending section cover had a chip, bending section cover had a scratch, due to adhesive peeling on bending section cover, insulation resistance value at distal end did not meet the standard value, due to a cut on switch 1, water tightness was lost, due to deformation of up and down knob, water tightness was lost, control unit was damaged, due to adhesive peeling around objective lens, and a streak of flare appeared in the image. Upon follow-up, the customer indicated that they cleaned, disinfected, and sterilized the device before sending it to olympus for repair. However, the details regarding reprocessing were unknown. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the angulation wire of the evis lucera elite colonovideoscope was cut. There were no reports of patient harm. During evaluation of the returned device, it was found that there was foreign matter in the nozzle. This medical device report is being submitted to capture the reportable malfunction found during evaluation.